Event description:
The reporter contacted animas on (B)(6) 2012, reporting that there was an issue regarding the insulin calculations. The mother reported that when inputting carbohydrates and blood glucose levels in the motor remote, they reported receiving double amount of insulin with calculations. The mother stated that this happened at school. The carbohydrates count was put in the pump and the pump recommended four units at that time. The insulin was recalculated and the pump recommended correct amount. The reporter confirmed that the incorrect amount was viewed but the reporter confirmed that the correct amount of bolus was given. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump data from the time of the event was overwritten due to continued patient use. An ezbg bolus was programmed using a blood glucose of 165 mg/dl, insulin sensitivity of 15 mg/dl : 1 unit, and a blood glucose target of 120 mg/dl; the pump correctly calculated a 3 unit bolus. An ezcarb bolus was programmed using 30 grams of carbohydrate, insulin to carbohydrate of 10 grams : 1 unit. The pump correctly calculated a 3 unit bolus. The pump buttons were tested and were confirmed to be working appropriately; no hypersensitive buttons were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.